Manufacturer narrative:
Cloud data from the user for the day of 10oct2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped automated basal insulin as estimated glucose values decreased towards and below the user's target. The algorithm component of the insulin-on-board was found to increase and decrease appropriately as the amount of basal insulin delivered increased above and below the user's adaptive basal rate. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. The cloud data showed multiple instances of pod-sensor connection loss. The system responded appropriately, transitioning the system to automated mode: limited after four consecutive cycles of missing values and generating a missing sensor values reminder after one hour of consecutive missing values. Only one missing sensor values reminder was generated at 10:08. The system was used in automated mode: limited for several instances, including between 00:28 and 01:08, between 02:08 and 02:33, between 09:28 and 10:18, at 15:08, and between 17:08 and 17:23. While in automated mode: limited, the system was correctly delivering safe basal, the lower of the user's adaptive basal rate and manual basal program. The system automatically transitioned back to automated mode once valid estimated glucose values were received by the pod as expected. No instances of the system switching to manual mode were observed on this day. No evidence of an overdelivery of insulin or of any other issues with the system was observed in the available cloud data.

Event description:
It has been reported that the op5 (personal diabetes manager) pdm continued to give insulin when the patient's blood glucose levels were less than 48 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.